Event description:
B braun filter flow filtered extension set #fe2012f lot# 0060995971 exp 05/2013. Reported by oncology nurse that while infusing etoposide the tubing at the base of the injection port began to leak. This occurred twice on the event date, with two separate pts both receiving etoposide infusion. Created a hazardous spill that required add'l resources to confine and clean properly.